Event description:
Entered room, explained procedure to patient. Attempted to start IV w/ #20g cathlon. Blood returned noted but catheter would not thread. Pulled back on needle to see if it was still in the vein. No blood dreturn noted. Slid needle back into sheath. Unable to start and removed. Tried a larger vein on upper forearm with # 22jelco. Again a blood return was obtained but could not thread. Pulled back slightly on needle to see if I was still in the vein. No blood was noted. Resheathed the needle. Hemotoma formed and needle was removed holding light pressure on hematoma. Third attempt was made with a #22 jelco and was successful. When discarding needles in the needle box one looked peculiar. Upon starting another IV with a #22 jelco I realized that what was peculiar was that part of the catheter was missing. The charge nurse, nurse supervisor and the physician was notified. X-ray was made of the left forearm and the piece of catheter was noted to be present. The catheter portion was removed by fluroscopy by the surgeon. No adverse effect to patientdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: user education provided, other. The device was destroyed/disposed of.